Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged the following information was received by the initial reporter with the following verbatim: extension screw in section too bulky for the IV cannula they using. When did the incident occur? - during use the screw in section of the extension set is not compatible with the IV cannula being used by customer, thus causing a kink. It is too bulky and lifts with IV cannula.

Manufacturer narrative:
Investigation summary: no samples were received for investigation of in which the customer has stated: ¿the screw in section of the extension set is not compatible with the IV cannula being used by customer, thus causing a kink¿. The product in use at the time is reported to be a 20039e7ds from lot ta240135. Further information provided by the customer indicates that the kink occurred from the luer lock part of the line where the screw is present, and saline solution had been infused in set. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records as well as analysis of retained samples from lot ta240135 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e7ds product over the past 12 months.

Event description:
No additional information.